Event description:
Allegedly, a patient required a replacement of damaged breast implants. No patient demographics, such as age, weight, or ethnicity, were provided by the reporter, and no adverse outcomes for the patient have been noted. Efforts to gather additional information are ongoing, and the investigation remains in progress.

Manufacturer narrative:
DFU revision: Per our Directions for use, each patient must receive the Establishment Labs S.A. ¿Motiva Implants®: Information for the Patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in Motiva® website: ifu.motiva.health.Also, a complete review of the DHR was carried out, no deviation was found in the process, so it is established that there is no evidence of a relationship between the event and the manufacturing process.Initial internal investigation was generated, in order to identify if there are any other complaints for the same or similar nature of the reported event. Establishment Labs maintains a constant monitoring of the product in the market to evaluate the performance of its devices; no negative trends have been observed for this complaint type that merits the implementation of corrective actions nor preventive actions.